Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Controller/joystick/options, pc board failure. Failed bench test. Turns on when cable is plugged in. Can turn off but it turns back on by itself. It will drive chair. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Return evaluation determined that the joystick will turn off but then will turn back on by itself.